Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced issues with several infusion sets, including pain during insertion, bent needles, and e4 occlusion errors. This resulted in hyperglycemia, which required treatment at a hospital. On (B)(6) 2014, she woke with hyperglycemia of 28.39 mmol/l and had a ketone measurement of 3.3. She delivered insulin via pen and had her friend transport her to the hospital. She was admitted to the hospital and treated with an insulin IV (sliding scale). She remained attached to the infusion device, and she consequently experienced hypoglycemia of 4.1 mmol/l and a seizure a short time later. She was stabilized and discharged later the same day. The alleged product was requested for evaluation.